Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9900 sys tripped the circuit breakers and shut down during a case. The 9900 sys would not reboot and had a software corrupt error. No pt injury was reported.